Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 24 units in stock in b. Braun surgical's warehouse. We have received 168 unopened pouches. 20 pouches have been used for needle testing. Needle bending strength of the unopened samples (20 needles have been tested) returned is 20.332 n x cm in minimum and fulfills the needle specifications for bending strength of 18.0 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences but not related to this issue and the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Moreover, needle bending strength of the needles before releasing the product were 20.281, and 20.506 nxcm and fulfilled the needle specifications for needle bending strength of 18.0 nxcm in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needle deformed during sewing. No further information has been provided.